Event description:
Meter name: one touch basic, strip name: one touch basic, meter code: 6, strip code: 6, strip storage: unknown, but in good condition, symptoms: dry mouth and nauseated, a patient reported they were hospitalized. Their meter allegedly was inaccurately erratic. The result on their meter was 223 and 171 mg/dl. The result on the lab was result unknown. The time difference between patient's meter and lab was unknown. Treatment was IV insulin. No further information has been reported.